Manufacturer narrative:
Follow-up # 1 (06/10/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint and additional vials of test strips not involved with this complaint has been returned and evaluated by product analysis o with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate low readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and the customer service advocate (cca) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed on (B)(6) 2011. The patient mentioned that around (B)(6) 2011 they noticed the alleged low readings on their meter. The patient tested their blood glucose on (B)(6) 2011 and obtained a 159 mg/dl on their lfs meter and at an unspecified time later after testing, the patient fell unconscious and had to be taken to the ER. The patient was treated with IV glucose and her blood glucose on the hospital device was 223 mg/dl on the accucheck meter after treatment. The patient claims the time difference between her meter and hospital meter was within 30 minutes from one another. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged inaccurate reading, she developed symptoms and fell unconscious and had to receive medical attention.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.